Event description:
During analysis of the shapematch clinical trial data it was discovered the patient had a washout and debridement on the (B)(6) 2012 and then went back in on the (B)(6) 2012 for a repeat washout and debridement including a liner change.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding infection involving a triathlon x3 cs insert was reported. The event was not confirmed. Visual, dimensional, and functional inspections were not performed as no items were returned. A device history review indicated that the device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot and sterile lot referenced. The exact cause of the event could not be determined as further information is needed to complete the investigation for determining a root cause. A CAPA trend analysis concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time.

Event description:
During analysis of the shapematch clinical trial data it was discovered the patient had a washout and debridement on the (B)(6) 2012 and then went back in on the (B)(6) 2012 for a repeat washout and debridement including a liner change.

Manufacturer narrative:
An event regarding a washout and debridement involving a triathlon cs insert was reported. The event was confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿the pi as submitted although with limited data does not appear to be related to the use of shape match cutting guides or the triathlon implant. While this case was within the scope of product recall regulatory action 2013-060, this pi was not felt to be related to the shapematch cutting jigs but related to the patients (sic) postop infection.¿ conclusions: the source of the infection could not be determined as results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The following other devices were also listed in this report: triathlon asymmetric x3 patella; cat# 5551-g-320; lot# nrk6. Triathlon cr fem comp #1 r-cem; cat# 5510f102; lot# sln4m. Triathlon prim cem fxd bplt #2; cat# 5520b200; lot# s63yc. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
During analysis of the shapematch clinical trial data it was discovered the patient had a washout and debridement on the (B)(6) 2012 and then went back in on the (B)(6) 2012 for a repeat washout and debridement including a liner change.